Event description:
It was reported to resmed that an astral device had a label adhered to the top case stating "astral 100 sc" instead of "astral 100." The incorrect label was applied by mistake during the repair of the device. There was no patient involvement reported.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Both astral 100 and astral 100 sc have identical hardware and offer the same therapy modes for a single limb circuit system. No other faults were found with the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).